Event description:
It was reported that the device had fresh blood in the connecter and therefore was showing abnormally high impedances on the atrial channel. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and the device analysis was unconfirmed. However, it was noted that the grommet was damaged.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number (B)(4) is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s.